Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly and the feeder pushed forward. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. The feeder was still stuck in the forward position and the jaws were partially closed. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the yoke broke at the yoke pin which prevented the feeder from working properly. There were no damages to the feeder and the clips were slightly out of position in the channel. The jaws were partially closed because the feeder was unable to be pulled back and reset. There are indications that the trigger was pulled back incorrectly which caused the yoke to break and disengage from the feeder. No other damages were observed. The damage to the yoke prevented the feeder from properly working and loading clips into the jaws. However, it could not be determined what caused the caused the yoke to break. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, it was found that the yoke was broken at the yoke pin which prevented the feeder from functioning properly. Since the feeder was unable to move within the device, no clips were able to be loaded. There are indications that the trigger was pulled back incorrectly which caused the yoke to break and disengage from the feeder. However, it could not be determined what caused the caused the yoke to break. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip already had been loaded and almost closed when inspected for use.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800338 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip already had been loaded and almost closed when inspected for use.